Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5174000.

Event description:
It was reported that one of the patients leads was explanted due to high impedances. The patient was doing well postoperatively and coverage of pain areas was still obtained with one lead.

Manufacturer narrative:
(B)(4). The returned lead was analyzed and visual and x-ray revealed that all cables were completely broken at the bent/kinked location of the lead, near the set screw mark of the clik x anchor. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. With all the available information, boston scientific concludes that the allegation of lead damage has been confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress. Therefore, the probable cause selected is cause traced to component failure.

Event description:
It was reported that one of the patients leads was explanted due to high impedances. The patient was doing well postoperatively, and coverage of pain areas was still obtained with one lead.